Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to chest pain radiating down the left arm. Interrogation of the implantable cardiac monitor revealed undersensing of r waves on symptom-activated episodes and oversensing of myopotential noise. The device remains in use. No patient complications have been reported as a result of this event.